Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure the right atrial lead could not be implanted after several attempts. The atrial lead was dislodging when the guidewire was removed. The lead was not used and replaced. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.